Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29apr2020.

Event description:
The customer reported that the ventilator produced the "backup alarm failed" diagnostic code. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the central processing unit, printed circuit board assembly (cpu pcba) and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 15aug2020. B4: 19aug2020. A cpu pcba (central processing unit, printed circuit board assembly) was returned for analysis. A visual inspection of the returned component was performed; no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed, and the product analysis technician reported that the root cause was isolated to contamination in a component (ls1). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.